Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stopped working and received alert six vibration tones and on screen. The customer¿s blood glucose was 398 mg/dl. The customer also reported that the insulin pump gives the no delivery alarm. The device will not be returned for the analysis.